Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient is not satisfied, and is experiencing emotional feelings, with the appearance of a patient specific implant (psi) designed for onlay of the skull. The patient was reported to have been involved in the planning, which required seven different forms of approval before he was satisfied. The patient was reported to have very high expectations of his confidence and self-esteem before the operation and now feels that the psi has not helped him and still feels low. The device is still implanted in the patient. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient not satisfied with his appearance. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.